Event description:
When drawing up lidocaine 1% with epinephrine from 30ml vial using 18g needle, a black piece of debris was noted in the vial. Appears to have come off the rubber stopper on vial. Angio pack that contained the 18g needle: ref: dynj60655d lot: 24gma342.